Event description:
It was reported the patient¿s implantable neurostimulator (ins) was causing problems with her walking after she would sit or lay in bed. It was stated the patient fell and had a hip fracture on her right hip where her ins was located two years prior to report. It was also stated the patient had numbness in her lower legs below her knees and reported pain in her right hip where the ins was located which began (B)(6) 2013. It was noted the ins had been off for five years prior to report and there were ¿no changes to the ins.¿ reportedly the patient¿s healthcare provider (hcp) mentioned neuropathy, and the numbness and pain may have been due to diabetic neuropathy and not the ins. After additional review, it was noted that the patient had lost forty pounds since the implant. The patient think the fall two years ago may had caused the device to be cracked or broken. The patient was unsure if the device was for the bladder or the bowel. The patient had numbness in the feet and it hurts when the patient start to walk.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, cause and psc codes. The event included mentions of pain and numbness but the hcp let the patient know that this was related to diabetic neuropathy. A good faith effort for follow-up was conducted but no additional information was obtained. The device remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and it met the inclusion criteria for previous investigation CAPA monitor - interstim I and interstim ii walking difficulties. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was associated to a formal investigation. Concomitant medical products: product ID: 3031, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 3886, lot# l88643, implanted: (B)(6) 2001, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).